Event description:
The patient was reportedly experiencing a decrease in performance after surgery was performed for outer and middle ear infection. Testing of the device showed out of range impedances. The company was informed that the patient's device was explanted. The patient is being monitored.